Manufacturer narrative:
Radiometer investigation of the provided data logs, suggested the presence of blood clots. However, as not all data were made available to radiometer, it is difficult to establish the precise measurement error and if specifications is met.

Manufacturer narrative:
Date of event was estimated.

Event description:
According to the complaint, samples were measured on the abl90 flex analyzer (serial number:(B)(6) with the following measurements on the calcium parameter obtained: sample 1 1) (B)(6) 2023, 19:15 measured on comparison abl90 flex analyzer: 1.55 mmol/l 2) (B)(6)2023, 19:17 measured on abl90 flex analyzer (serial number: (B)(6)): 0.67 mmol/l sample 2 3) (B)(6) 2023, 19:16 measured on comparison abl90 flex analyzer: 1.09 mmol/l 4) (B)(6) 2023, 19:19 measured on abl90 flex analyzer (serial number: (B)(6)): 0.69 mmol/l neither test presented any errors codes in relation to ca. (Only that results were below reference range). Verified calibration and qc data for comparison abl90 flex analyzer before, during and after tests. No errors present for calibration or qc. Verified calibration and qc data for the discrepant abl90flex analyzer before, during and after tests, no errors on calibration, qc generated errors as below: - qc a - ca 0.58 - value(s) below statistical range. - qc b - ca 0.64 - value(s) below statistical range. \ 1070: sensor response error - qc c - not run, cassette replaced. Samples were run on 3rd biomchem analyser to verify results. Based on these, the customer has reported the measurements from the abl90flex analyzer (serial number: (B)(6)) as false low.